Event description:
It was reported that, "while taking the last screw out of a 2 level reflex hybrid plate, the tip of the customer blue removal screwdriver inner shaft sheared off into the screw."

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessement. Results: after visual inspection the distal threaded tip of the returned reflex-hybrid revision driver draw rod was confirmed to be broken. Mfg record review: no anomalies that could be associated with the breakage were reported during the mfg. Complaint history analysis: (B)(4). Investigations into past complaints concluded that the failures were the result of user-error, ie, over-angulation. The surgical technique also states that "the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft". Risk assessment: the surgery was successfully and all the broke fragments were removed. The instrument tip is made from biocompatible material to mitigate the risk of it remaining in a potential pt. In the absence of the reflex-hybrid revision driver, the reflex-hybrid screw extractor can be used to extract screws. Conclusion: the failure is believed to be the result of user-error. The surgical technique states that cantilevering the instrument may damage the tip of the instrument.